Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device "shock not delivered". The device was reported as being available for clinical use at the time of the event but no patient was involved nor was there any adverse patient impact. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Follow up with the customer showed that the customer reported the wrong device. The device this issue occurred with was not a philips device.